Event description:
Patient's meter was reported to have power issue. The meter would not turn on. The issue was not resolved with troubleshooting. There was no adverse event or medical intervention reported. No further clinical info was provided.